Manufacturer narrative:
(B)(4). Date sent: 2/28/2024 d4: batch # 559c82 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with two gst60t reloads present. One reload was received partially fired 1/3 with damage on reload deck and the other reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 559c82, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife returned on the way of firing. The device could only staple half of the tissue. The device was used as is, and the cartridge as replaced, but the same issue occurred. Another device and cartridge were used to complete the case. No additional treatment was performed. There were no adverse consequences to the patient. The device and cartridge in the question it could be fired. Due to this functional test, for one out of two cartridges, the staple driver has been moved to the end and all the staple has been deployed. No further information is available.